Event description:
Same case as MFR's report #6000130-2006-00099. During a cryoplasty procedure in the femoral/popliteal artery the thruway guidewire stuck to the cryoplasty balloon. The procedure was completed with this device. No pt complications were reported. The current pt condition is unk.